Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, there was inconsistent delivery into the jaws (air clips). Noted some clips appeared to form inconsistently. Case completed with another device of the same product code. There were no patient consequences reported.